Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was septic for the past six months. Recently the patient was diagnosed with bacteremia and vegetation was found on the patient's leads. The patient's implantable cardioverter defibrillator (ICD) system was explanted and then replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.